Event description:
It was reported by the customer that "leaking port access needle at needle and tubing junction." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the needle housing was confirmed and the cause was determined to be supplier related. The product returned for evaluation was one 20g x 1" powerloc max infusion set. The investigation findings were consistent with improper or insufficient adhesive application or curing during manufacture of the component at the supplier facility. The returned product sample was evaluated and a leak was observed where the tubing connects to the needle housing. This investigation concluded that the adhesive had not established a sufficient bond between the extension tubing and the needle shaft, and the characteristics observed which supported this type of failure included: air bubbles or voids in adhesive coverage were seen in the application wells voids or gaps in adhesive coverage were observed on the needle shaft. This is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings are in section h11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that "leaking port access needle at needle and tubing junction." No other information was provided.